Manufacturer narrative:
Initial reporter name and address:(B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported capsular contracture, baker grade IV against left side device. Device remains implanted.

Manufacturer narrative:
E1: (zip code): (B)(6), e1: email address: (B)(6).

Event description:
Device has been explanted.